Event description:
Information was received from a consumer regarding a patient receiving fentanyl and ¿other¿ via an implantable pump. The indication for use was spinal pain. The patient had an MRI done on the (B)(6) 2016 per the reporter they thought the pump was working after the MRI but not in the first couple hours after the MRI. The reporter had spoken with the patient¿s clinic healthcare provider and they want to have the pump status checked as they were suspecting there maybe something wrong with the pump due to the patient¿s increased pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.